Event description:
It was reported that after an uneventful insertion of the intra-aortic balloon, the pump began experiencing helium loss alarms. This was followed by blood entering the helium tubing. The intra-aortic balloon was removed and there were no pt complications.